Manufacturer narrative:
The dcb, connecting cable, and the echelon 14 microcatheter were not returned. The coil was returned outside the heat sealed bag. Five sections of the dpu have been heat sealed between the plastic bag and are exposed outside the biohazard bag. The heated sealed sections adhering to the dpu were not removed. The detachment fiber did not receive heat and melt. The coil was returned undamaged. During detachment testing, the coil detached on the first detachment attempt. At post detachment, the resistance remained static and inside the specification range of 49.0/59.0 ohms at 51.9 ohms. The detachment fiber received heat and melted as designed. The coil was returned undamaged. Upon receipt; it was found that the device positioning unit (dpu) passed electrical testing and the detachment fiber did not receive heat. During detachment testing the coil detached on the first detachment attempt. The complaint was not confirmed. The dpu passed post detachment electrical testing and the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the complaint event. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the detachment control box (dcb) and the connecting cable used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 3 of 3 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
All three micrusphere coils did not detach. The doctor used coils before and after with the same microcatheter with no issues. Each time; he placed the coil into the aneurysm and tried to detach but was unsuccessful.